Manufacturer narrative:
This report is being filed on an international product, list number 9k09 that has a similar product distributed in the us, list number 4b25-22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated axsym toxo igm index results of 0.498 (negative) and 0.524 (grayzone). The sample tested positive at an index value of 0.96 (cut-off index value is 0.8) with a non-abbott product. The sample was also reverse capture igm positive with an axsym igg result of 1280 iu/ml and an avidity of 16.5% (low). There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No returned material from the customer site was made available for this investigation. The investigation began with the testing of a file sample of the axsym toxo igm reagent kit stored at abbott laboratories, list number 9k09-20, lot number 72139hn00 (which contains the same filled vials as lot number 72139hn01) in combination with axsym toxo igm calibrators and controls, and in-house panels used for determining the sensitivity of axsym toxo igm reagents. The calibration of the assay met the required assay validity requirements (assay parameters). The negative and positive control values were within the specifications stated in the package insert and sensitivity panels were within manufacturing specifications. No sensitivity issue was identified. A review of the complaint and manufacturing records for the axsym toxo igm reagent, list number 9k09-20, lot number 72139hn00 (and associated sub lots) was conducted. This review did not identify any problems relating to the customer's present concern. The axsym toxo igm assay package insert (9k09-20, 68-6160/r2) and the axsym system operations manual contain information to address the customer's concern. Based on the current investigation, it was determined that the axsym toxo igm assay, list number 9k09-20, lot number 72139hn01, is currently meeting its safety, effectiveness, and label claims. No malfunction of the product was identified. The cause of the customer's observation remains unclear, since the samples in question were not available for this investigation. This is a final report.

Manufacturer narrative:
(B)(4). The customer returned one patient sample for evaluation after the conclusion and approval of the original complaint investigation. A file sample of the axsym toxo igm reagent kit, list number 9k09-20, lot number 72139hn00 (which contains the same filled vials as lot number 72139hn01) was used to test the returned patient sample for axsym toxo igm in combination with axsym toxo igm calibrators and controls (the architect toxo igm assay and a non-abbott toxo igm assay were also used to test this sample). The calibration met the required assay validity requirements. The control values were within the specifications as stated in the assay package insert. An axsym index value of 0.572 (gray zone) was obtained for the patient sample. Based on both the customer and investigation results it can be concluded that the sample contained very low levels of toxo igm as was determined by the gray zone results obtained with axsym toxo igm and reactive results which were close to the cut-off values obtained with architect toxo igm (index value of 0.71; cut-off = 0.6) and a non-abbott toxo igm (index value of 1.02; cut-off = 0.8) reagent kits. A review was conducted of the complaint and manufacturing records for axsym toxo igm reagent, list number 9k09-20, lot number 72139hn00 (and associated sub lots). This review did not identify any problems relating to the customer's observations. The axsym toxo igm, 9k09-20, assay package insert ((B)(4)) contains adequate information to address this customer's issue. The reason for the occurrence of the non-reactive and gray zone axsym toxo igm results for the sample in question remains unclear. The current investigation of reagent lot number 72139hn00 (and associated sub lots) showed no indication that the sensitivity of this lot might be adversely affected and that the assay is currently meeting its safety, effectiveness, and label claims. No product deficiency nor malfunction was identified. This is a final report.

Event description:
Device malfunction: filter retrieval issue. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal / common carotid artery stenting procedure, the "low profile flexible" design recover catheter (rc2) would not cross the stent due to the heavy tortuosity of the vessel, to recover the filter. The "shapeable tip" design recovery catheter (rc1) was then attempted and was able to get to the filter, but the filter would not collapse into the recovery catheter. Rc1 was removed and the sheath was then advanced to the level of the filter, capturing the filter successfully. Reportedly, the filter did not capture any debris. There was no adverse patient effect reported. Although requested, there was no additional information provided.